Event description:
During workworkshop, the drill could not be removed from the drill template.

Manufacturer narrative:
Reported event: an event regarding device seizure was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis found no material or manufacturing defects. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the investigation concluded that galling occurred between the drill and guide hole, resulting in seizure of the devices. No material or manufacturing defects were observed on the device features evaluated. Product surveillance will continue to monitor for trends.

Event description:
During workworkshop, the drill could not be removed from the drill template.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.